Manufacturer narrative:
(B)(4).

Event description:
Per the patient's surgeon, the patient was placed under general anaesthesia on (B)(6) 2017, in order to remove the abutment due to skin overgrowth. After removal, the site was sutured. The implanted fixture remains insitu.